Event description:
Vns pt was diagnosed with vocal cord paralysis after generator replacement surgery. It was reported that the replacement generator was programmed to on at slightly lower settings than the original generator was programmed to at the time of explant. The pt experienced coughing when stimulation was initiated and programmed setting were decreased after a few days, at which time the pt was diagnosed with vocal cord paralysis. Normal mode output current was reduced to 0.25 ma, but the pt could not tolerate stimulation, so the device was programmed to off. Device diagnostic testing was within normal limits, indicating proper device function. Investigation to date has been unable to determine the cause of the reported vocal cord paralysis.